Event description:
A complaint of imprecise sequential readings on a customer's freestyle flash meter was received. The customer obtained readings of 267 mg/dl and 37 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.